Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that it is suspected the patient received an inappropriate shock for rapid ventricular response that was detected as ventricular tachycardia (vt). There is also intermittent undersensing on the atrial lead. The device and lead remain in use. No further patient complications have been reported as a result of this event.